Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed july 29, 2014.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014, at which time it was confirmed the electrode had migrated. The patient was reimplanted with a new device during the same surgery.